Event description:
It was reported that the system failed to boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge rep performed an onsite investigation. The internal plug was evaluated and reseated. The system was tested and found to be working as intended and returned to service.